Event description:
Per independent repair center statement the unit is alarming or red light. The key failure was the sieve beds were blown. Additional functions include the hose clamps for the sieve beds were defective, the manifold was leaking, the muffler for the sounds box was broken, the tie wraps for the manifold were defective, and the tie wraps for the sieve beds were defective.